Event description:
While wearing the external equipment, it was observed that the patient experienced intermittent lock between the external equipment and the internal device in 2005,the patient was seen for evaluation.testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.